Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of the event was reported as unknown per the reporter "the doctor has seen the patient on week 1, and the vault had gone down to 900 microns. On week 2 it was up again to 1050 microns, but the angles were fine and pt was happy. The doctor has planned another follow-up on month 1 and month 3". She already ordered replacements (was done on day 1), but she will wait and see if it's necessary. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided

Manufacturer narrative:
Initial MDR is n/a. Claim #(B)(4).

Manufacturer narrative:
E1 - name and address: (B)(6). Claim # (B)(4).